Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 313 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery was recurring. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer was advised to return the infusion set and reservoir. The customer will return the reservoir for analysis.